Event description:
The pt reportedly had no link between the external equipment and the cochlear implant. In 2005 the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was not functional. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.